Event description:
It was reported that the aimer was rust. No patient injuries or delay were reported as the failure was found after the surgery.

Manufacturer narrative:
One 72201717 7mm offset endofemoral aimer returned. The complaint stated: ¿aimer was rust.¿ the product displays water marks and permanent staining. For instructions on automatic and manual sterilization recommendations. Low-sudsing, neutral 6.0¿8.0 ph, enzymatic detergents are recommended. Do not use detergents above 11.0 ph. Use deionized water for washing and rinsing. There are no other complaints for this lot. This is considered an isolated instance. Determined efforts are made to control all processes prior to release. At this time there are no other complaints for this manufacturing lot. This is considered an isolated instance. Allegation occurrence rate is monitored via surveillance.